Manufacturer narrative:
Client did not swivel the seat before trying to get on to the lift. She accidentally pressed the toggle in the down direction and the lift started to travel downwards. Client lost her balance and fell. Full inspection found all systems operating to spec. Root cause of the incident was client not following proper operating instructions by swiveling the seat before attempting to site down. Client had personal items at the top of the steps that needed to be cleared so she could use the lift properly.

Event description:
Caregiver reported that client fell from the stairlift when she was trying to get on and the stairlift took off on its own. User was not injured.